Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was explanted on (B)(6) 2019 because of poor hearing performance. The patient was re-implanted with another device at the same time.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on july 26, 2019. - attachment: [145033 device analysis report.pdf]